Event description:
An initial event notification was received by united therapeutics drug safety on 22-may-2026 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc on 23-may-2026. It was reported that the patient received occlusion and pump failure alarms while using both of their remunitypro pumps (serial number: (B)(6), second serial number unknown). Replacement systems were requested.

Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy were unsuccessful. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc for further investigation.